Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, fractional removal was not working. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that morph1ll did not allow for fractional dose removal on this device. A technical support specialist (tss) guided the customer, who had requested assistance with fractional medication. The tss provided the customer with steps to set up the fractional dosing to resolve the issue. The system functioned as intended after the customer resolved the issue.